Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed during baxter and haemotronic's sample evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Because the complaint could not be confirmed, root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4), that during prefilling, it was noted there were a lot of air bubbles in the arterial tubing. After 15 minutes of prefilling, the air bubbles still could not be removed from the tubing. So the doctor stopped the treatment and checked the product, but no leak point was found. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.